Event description:
The customer reported approximately 30 milliliters of blue fluid leaked around the manual probe area and onto the counter while performing system shutdown involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed tubing #207, on the blood sampling valve (bsv), had a hole where the tube connects to the metal fitting. The fse trimmed the tubing at the hole and connected the tubing back to the bsv fitting and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).